Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Event description:
A site representative reported a damaged open spine clamp; the screw on the clamp is stripped. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.